Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d8, h3.

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). Customer informed that pump console was not fully seated in cart, which prevented lithium-in battery packs from charging. Customer re-seated console and allowed batteries to charge overnight and observed that batteries took full charge. The customer further states that it is unknown which point in time this issue was first noticed. Clinical department reports no patient involvement.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) unit not holding charge. There was no patient involved.